Event description:
Customer reportedly received results of 22.6 mmol/l and 18.4 mmol/l on mobile system 1 and result of 8.7 mmol/l on mobile system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for mobile system 2.